Event description:
It was reported that the clinician was unable to confirm a magnet rate response for a couple of days. The pulse generator was explanted and replaced.

Manufacturer narrative:
Analysis confirmed normal battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.